Event description:
A surgeon reported that a pt experienced excessive inflammation following implantation with op-1 putty. No other info was provided. The outcome and relatedness of the event were unk. The event was deemed nonserious.